Manufacturer narrative:
A review of returned product from the customer was performed. Visual inspection of the sample found that the catheter tube was separated/detached from the hub and the complaint was confirmed. The exact root cause is unable to be determined with the confidence, but during the evaluation of the sample, damage was identified on the catheter tube, as though a clamp was applied to the catheter tube during the procedure or possibly as though the catheter tube was twisted and broken as a result. There were no manufacturing issues identified.

Event description:
13 days catheter placement in the body, the catheter shaft was detached from the female lure connector. In the morning, blood leak was found at the puncture site, at first. Then, it was found that the catheter shaft was detached from the lure connector and the catheter shaft was left in the body. After that, the catheter shaft was retrieved by a procedure.